Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump's black box showed a pump reboot event after a low battery warning on (B)(6) 2016. The battery compartment was found to be cracked. Corrosion was observed in the battery compartment. The battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was used to complete a 24 hour duration test with no pump reboot events observed. The pump failed a leak test as a result of the battery compartment crack. There was no further evidence of moisture on the internal components of the pump.